Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: bd conducted follow up with the customer, and the customer stated the nurse filled the tube with a syringe by removing the cap and overfilled the tube. No samples, catalog, or lot number are available. The customer indicated that retraining was conducted on the nursing staff and they are not having any quality issues with any bd tubes.

Event description:
It was reported with the use of the unspecified bd vacutainer® there was an issue with overfill. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the unspecified bd vacutainer there was an issue with overfill. There was no report of injury or further medical intervention.